Event description:
Pump alarming high pressure every 2 minutes with no kinks or obstruction to clear. Backup pump running with no alarm. Advised patient to report to ER if alarm starts on second pump. Confirmed address and will ship replacement pump. Pump alarmed while in use for patient. Patient was not harmed. Sending replacement pump with return box. No other information. Dose or amount: 30ng/kg/min, frequency: continuous, route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.